Manufacturer narrative:
H: imdrf device code a050702 captures the reportable event of loop failure to cut. H11: the returned captivator snare was analyzed, a visual inspection was performed, and it was found that the working length and wire were kinked at the medium section, and the working length was torn at the tip. Additionally, it was found that the loop was bent. During functional inspection, the device was extended and retracted in the 10- inch loop fixture, and the loop could extend properly without any issue. A continuity and electrical test was performed, and it was noted that the device was found to be within specification. No other problems with the device were noted. The reported event of loop failure to cut was not confirmed. It is likely that these problems occurred due to how the device was handled and manipulated, which may have caused the reported and encountered failures. Excessive manipulation of the device without enough care could have induced the defects found. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the colon for the excision of colonic polyp during a cold resection of intestinal polyps procedure performed on (B)(6) 2025. During the procedure, the snare could not extend completely. The snare was unable to cut the target polyp. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the colon for the excision of colonic polyp during a cold resection of intestinal polyps procedure performed on (B)(6) 2025. During the procedure, the snare could not extend completely. The snare was unable to cut the target polyp. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h: imdrf device code a050702 captures the reportable event of loop failure to cut.